Event description:
Device malfunction: failure to advance and stent dislodged. Time of device malfunction: during stent procedure. Symptoms/ae: none. It was reported that the xience v device failed to cross the lesion. The double wire technique and anchor balloon technique was used to help advance the xience v device; however, the xience still would not cross. When removing the device, the stent dislodged inside the guiding catheter. The xience v device and the guiding catheter were removed as a single unit. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors. The lesion condition was described as heavily tortuous and mildly calcified, which likely contributed to the failure to cross. Stent dislodgement can be influenced by many factors. It is likely that the stent dislodgement is related to use of the product, as the dislodgement was not noted during inspection prior to use. The interaction between the xience v stent implant and the anatomy likely contributed to disrupting the stent on the balloon, such that when the sds was retracted into the guiding catheter, the stent implant ultimately dislodged. In this case, the failure to cross and stent dislodgement appear to be related to operational context.